Event description:
Litigation alleges pain, elevated metal ion levels and popping/clunking.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2203301. A search of the complaint database finds additional reported incidents against lot code 2215520 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 02/29/2016, 03/01/2016, 03/10/2016, and 03/11/2016 medical records received. Medical records reviewed for MDR reportability. Patient reported elevated cobalt levels. No report of revision surgery being scheduled or completed. Stem is being added for allegation of elevated metal ions without lab results. The complaint was updated on: mar 14, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/14/16, 3/15/16, 3/16/16 medical records received. Medical records reviewed for MDR reportability. Lab results received with some greater than 7 parts per billion. No revision surgical report or report of revision surgery being scheduled or completed. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 24, 2016.

Manufacturer narrative:
UDI : (B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2203301. A search of the complaint database finds additional reported incidents against lot code 2215520 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. A search of the complaint database found no additional related reports for the stem lot code. X-rays were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports tinnitus, grinding of the teeth at night, popping sensation and grinding of hip, effusion, and metallosis. The revision operative notes reported that there was staining and corrosion of the trunnion, femoral head, and liner. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2203301. A search of the complaint database finds additional reported incidents against lot code 2215520 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.